Event description:
Hcp reports this is the second pump for this pt. Pt does not feel it works as well as the previous - feels like pt has withdrawal symptoms frequently with nausea and shakiness. Pt has had the pump checked frequently and it has always been ok. However, on 11/2001 pt came to the clinic, and all of the medications removed from the pump and had a 1mg bolus given over 30 minutes. Pt became drowsy, pale, hypotensive, nauseated, confused, and dyspnic. "Pt has some kind of narcotic reaction." Pt was given narcan several hours later an admitted to the hosp. Pt developed a viral infection and renal failure. Pt has a history of hepatitis. The hcp felt it was some type of metabolic problem. The pt was last seen in the clinic 1/2002 and was reported to be doing well. The hcp also feels the pump is working well.